Event description:
Additional information was received that another alert was received for low out of range shock impedance measurement of less than 20 ohms. The previous alert for this lead was with a different device. A device replacement procedure for reported normal battery depletion had occurred approximately a year and a half after the first alert. At that time the previous device was explanted and a new device was implanted with the existing leads. Boston scientific technical services (ts) was consulted regarding the newest alert and discussed possible electromagnetic interference (emi) and advised in-clinic evaluation. Subsequently the patient was brought into the office where a single measurement of 0 ohms was observed from the day of the alert. It was also noted that the shock impedance had decreased five months earlier but had not gone below 37 ohms. The field representative was unable to recreate the low and out of range impedance measurements in the clinic with isometrics and other tests as all impedance measurements were in the 50 ohms range. They were not able to determine a source of emi. Ts was consulted and recommended further testing and noted that it was the physician's discretion as to any further action. The field representative would discuss the options with the physician. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was detected for low shock impedances on this right ventricular (rv) lead. No adverse patient effects were reported. Additional information received from the local sales representative states that this patient had been seen in clinic. There were no out of range measurement during testing the system. However noised was observed at this time on the shock channel. Programming changes were made. The physician has elected to monitor the patient for now. No adverse patient effects were reported.